Event description:
During a cardioversion procedure, the device was used to administer several shocks. The operator was changing from disposable defibrillation electrodes to standard paddles periodically during the procedure. When the seventh shock was attempted, the service light allegedly illuminated and the device failed to charge. The operator cycled power to the device and the service light was no longer illuminated. The operator continued to use the device with no other problems reported. There were no adverse affects reported as a result of the alleged malfunction.

Event description:
During a cardioversion procedure, the device was used to administer several shocks. The operator was changing from disposable defibrillation electrodes to standard paddles periodically during the procedure. When the seventh shock was administered to the pt, the service light allegedly illuminated. The operator cycled power to the device and the service light was no longer illuminated. The operator continued to use the device with no other problems reported. There were no adverse affects reported as a result of the alleged malfunction.